Manufacturer narrative:
(B)(4).

Event description:
It was reported inappropriate auto mode switch episodes were observed due to competitive atrial pacing. Programming changes were recommended. The physician may have left the device settings alone. No further information is available.